Event description:
Procedure: laparoscopic hernia repair. Reportedly, the balloon separated from the cannula during insufflation of the balloon. Balloon retrieved without difficulty. No patient injury reported.